Manufacturer narrative:
510 k#: k142688. The needle proximal needle and sheath breakage was captured in a separate file that was subsequently cancelled, and recorded within this file when determined through the investigation it was related to the issues reported with the stylet. Device evaluation: 1 unit of lot c1600252 of echo-hd-25-c was returned opened not in its original packaging. Clarification was requested as follows on 26 may 2020; ¿in relation to pr 300696 do you mind asking, when they say the needle was ¿not able to retrieve¿ during procedure which of the following do they mean: the needle broke in patient during procedure and was unable to be retrieved? The needle was unable to take (or retrieve) sample when puncturing during procedure? The needle was unable be retracted back into sheath during procedure? Please help us understand what exactly happened.¿ no reply was received, but complaint form received on 27 may 2020 detailed the following: ¿the stylet couldn¿t be removed.¿ lab evaluation: the device involved in the complaint was evaluated in the laboratory on 16 june 2020, and another evaluation carried out on 27 aug 2020. The stylet was observed to be broken approx. 57cm from the stylet cap. The remaining part of the stylet was unable to be removed from the device. The needle and sheath were broken proximally below the sheath extender. Crumpling/kinking of the needle was observed within the needle handle during the lab re-evaluation on the 27 aug 2020. No kinks/issues observed with the remining part of the broken needle when it was withdrawn from the remaining part of the broken sheath. Clarification was requested as follows: ¿can you please clarify the following after lab evaluation of the complaint device was completed earlier today. The needle & sheath were broken below the sheath extender (see first photo below). This is not detailed anywhere in the complaint details. Can it be determined how did this break occur? The stylet was also broken (see 2nd photo below). Can it be determined how did this break occur? Can we find out the sequence of events that led to the stylet break, the needle/sheath break and the stylet difficulty removing from the device? Are these different failures linked?¿ reply was received as follows; ¿the doctor could not remove the stylet. He has outside the endoscope needle and sheath breakage to get the cytology.¿ further clarification was requested as follows; ¿just so I am 100% clear on what happened am I correct in my understanding from the rep update below that the doctor could not remove the stylet and when the device was taken out of the scope the doctor then cut the sheath and needle to get the cytology.¿ to date no reply has been received. If a reply is received in the future then the file will be updated accordingly. Document review including IFU review. Prior to distribution, all echo-hd-25-c devices are subjected to functional checks, and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-25-c of lot number c1600252 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1600252. The notes section of the instructions for use, ifu0077-4, which accompanies this device instructs the user to inspect the device prior to use: "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use." There is no evidence to suggest that the customer did not follow the instructions for use. Root cause review: a definitive root cause for the customer complaint could not be determined as circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to excessive force potentially causing the needle to kink within the handle leading to the difficulty with stylet retraction and as per rep update leading to breaking the needle (which in turn would have broken the stylet) and sheath to obtain the sample. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Needle was not able to retrieve during the procedure. "As per complaint form": the stylet couldn't be removed. If the report involves a kink or bend in the needle, where is this located on the device (handle end (proximal end) or patient end (distal end))? Distal. Please describe the location in the body for the intended target site (pancreas, stomach, lungs etc.). Pancreas. If the lungs, which lymph node was being targeted? E.g. 2r, 2l, 4r, ao, ar, 11ri, 11s etc. Please describe the size of the intended target site. Ca 3 cm. If not with the device in question, how was the procedure performed and/or finished? With a new echo-hd-25-c. Was the device used in a tortuous position? No. Are images of the device or procedure available? No. Was the device damaged in packaging before removal? No. Was the device damaged on removal from packaging? No. Was force required to remove the device? No. For complaints occurring during use (once in contact with endoscope) also ask: what is the endoscope manufacturer and model number that was used? Olympus gif 190 t. Was the scope recently serviced / repaired? No. Was resistance felt while inserting the device through the scope? No. When was the issued noted? E.g. On advancement of the sheath/needle or on needle retraction? Retraction needle. Was the syringe used during the procedure, after the stylet was removed? No was difficulty experienced while retracting the needle? No. Was it possible to fully retract before removing the needle from the patient? Yes. Was gaining access to the target site difficult? No. Was the endoscope in a flexed or twisted position at any time during the procedure? No. Was puncture of the target site difficult? No. Was the stylet partially removed when advancing into the target site? No. How many samples were obtained with this needle? One. Did any section of the device detach inside the patient?no. If the device was kinked below the sheath extender, was the kink observed before inserting the device into the scope? No. Was there difficulty locking the sheath (or needle) in place or slipping experienced during use? No. Was there difficulty in attaching or detaching the device of the leur lock to the scope? No. If the device is a procore, is the kink located distally at the notch / core trap? No. Is the patient known to be covid-19 positive? No. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.